Event description:
It was reported that the device reached elective replacement indicator (eri) and that it was possibly early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data was collected from the device and analyzed. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2012, device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012. One patient alert for low battery voltage on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Time of rrt (recommended replacement time) in save to disk on (B)(4)-2012 device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(4)-2012. One patient alert for low battery voltage on (B)(4)-2012.